Event description:
Boston scientific crm received information that the right atrial (ra) lead exhibited noise and the lead safety switch had tripped for an unknown reason. The boston scientific sales representative stated that the daily measurements were fine and the lead tested out okay during the in-office patient check. No adverse patient effects were reported.

Event description:
Additional information was received that the lead safety switch tripped for the right atrial (ra) lead due to low pacing impedance measurements. Noise is still present on the atrial channel, however all other lead diagnostics are stable. The lead was switched back to bipolar pacing configuration and the physician chose to monitor the patient. The physician did note that a revision procedure may occur sometime in the future. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.